Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An RMA was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success.

Event description:
It was reported that during a da vinci assisted surgical procedure, an instrument wrist had broken while the instrument was in use. The customer had already removed the instrument together with the cannula due to the failure, then re-docked the cannula and installed a new instrument, after which the procedure continued without further issue. No additional technical support troubleshooting steps (e.g., log review, error-code review, guided recovery actions, or functional checks) were documented beyond confirming the instrument exchange and continuation of the case. The customer reported event has no report of patient injury.